Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect with the was into the patient. The physician made an attempt to perform the transseptal puncture but was unsuccessful. After attempting this, it was discovered that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and drained 50ml of fluid from the patient. The procedure was ended with no closure device implanted in the patient. The patient did not experience any other complications as a result of this event, and they are expected to make a full recovery.